Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that a critical battery alarm was logged on (B)(6) 2020 at 18:41:01 involving the battery. The data point prior to the critical battery alarm, at 18:30:15, revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 24% rsoc to 3% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity suddenly depleted may be indicative of an estimation error. A low battery alarm is triggered when both batteries have a remaining capacity below 25% rsoc. During the critical battery alarm, the active battery had an rsoc of 53%; as such, the low battery alarm would not have sounded. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity dropping below 10% rsoc and triggering a critical battery alarm, despite not having triggered a low battery alarm. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de/ catalog #: 1650de/ expiration date: 31-oct-2019/ serial #: (B)(6), UDI #: (B)(4). D10: yes, return date: 05-mar-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 06-oct-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturerand subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient missed the low battery alarm on the controller because it did not sound. The controller remains in use. No patient complications have been reported as a result of this event.